Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure to debride the implant site on (B)(6) 2013 due to skin overgrowth. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.